Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects besides a burr on the needle tip were found with the device and the cause of the event could not be conclusively determined. Inspection of the pod found the tip of the formed needle to have a burr. It could not conclusively be determined if the burr led to the puncturing of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl) the pod was leaking while worn on the leg for between 49 and 71 hours. As treatment, a new pod was applied.